Manufacturer narrative:
(B)(4). Failure code 500 was confirmed and duplicated. The assignable cause was that the key was pressed for more than 50 seconds. Fc 500:320:844:0000 in eh could not be duplicated and reproduced. The device has not been repaired for the reported condition. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review revealed that the device has been previously serviced for the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 500. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, it was discovered that failure code 500:320:844:0000 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.